Event description:
Boston scientific received information that a patient with an implantable cardioverter defibrillator (ICD) was in the hospital due to shock received. The patient was dancing when the shock was delivered; however, there was no therapy exhaustion reported. Upon device interrogation, an error code was detected. Boston scientific technical services (ts) discussed that an error code is likely an indication of a lead fracture. Further, the field representative indicated that there were stored events which showed noise on rate and shock electrograms (egms). The noise being oversensed did not led to pacing inhibition. Also, the right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedance greater than 2,000 ohms and high oor shock impedance of greater than 200 ohms. Ts discussed troubleshooting options. Additional information received that the lead had a fracture determined upon visualization and confirmed through a pacing system analyzer (psa). The rv lead was surgically abandoned and no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.